Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had power loss and had to reset the pump. Customer's blood glucose value was unknown. Customer was assisted with programming the transmitter, customer stated that he had to remove the sensor and advised to replace the sensor, also assisted with deleting the meter and reconnecting to pump insulin pump will not be returned for analysis.